Event description:
Complainant is handicapped and uses a three-wheeled electric scooter. This is designed for use by handicapped persons. On two occasions it began moving while the throttle was in the stop position. The second time this occurred in a shopping mall and he ran into a door and suffered a strained back and neck. A booklet which came with the scooter stated that radio waves may interfere with the operation of this product.